Event description:
It was reported via repair work order that the fowler was drifting due to malfunction fowler motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by the customer replacing the fowler motor.

Manufacturer narrative:
Conclulsion: waiting on parts.

Event description:
It was reported via repair work order that the fowler was drifting due to malfunction fowler motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.